Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that with the first implant, the wire moved and the stimulation was so intense, hard sharp pains, electronic shocks going to both legs. When asked, patient said didn't have any falls or trauma. When asked, when patient first noticed this change, patient did not provide a timeframe, rather confirmed implant and replacement dates. Documented reported event, no further action taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2017. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional and patient reported that feeling sensation in the right leg might be due to slight change in the position of the electrode. Felling sensation had been resolved by changing the programs.

Event description:
A patient reported she had trouble with her device the weekend previous to the call. The patient stated she woke up on saturday morning and felt sensation on the inside of her right leg. The patient stated it felt like ¿sticking pins¿, like ¿stabbing¿, ¿like a knife giving them stabs¿. The patient stated they looked in the manual and followed instructions under ¿uncomfortable stimulation¿. The patient turned the implantable neurostimulator (ins) off, but they were not really sure if she turned it off correctly. The patient turned it down to 0.00 v and left it like that for a day. The patient stated that before she was on program 4 at 1.7 v. The patient stated she had talked to a healthcare professional (hcp). The patient stated they were on their wayto the emergency room (ER) and after half way to the ER she turned around and went home because she did not have any more of the stabbing pins sensation. The patient waited until (B)(6) to call the hcp and they set up an appointment for (B)(6) . The patient reported after the first episode of sensation which were close together she had 2 more episodes, but they were not that strong and not intense and further apart. The patient stated the sensation was on her right leg and her ins was on her left side. The patient stated after the main episode and the 2 more episodes they did not feel sensation anymore. On the afternoon of (B)(6) the patient went to program 1 and turned it up to 1.0 v. The patient noted that stimulation was comfortable. The patient stated she never felt any uncomfortable stimulation and sometimes wondered if the ins was even on because she felt nothing. The patient noted they sometimes do not feel stimulation. The patient noted the symptoms were sudden in onset. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.